Event description:
The user facility reported that prior to cardiopulmonary bypass, during setup, the quick lock down did not work. No patient involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 3083 - locking mechanism. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 2292 - defective component. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
Quick lock does not work.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was inspected upon receipt and confirmed that the locking sleeve was difficult to turn. The sample was sent to the supplier for further evaluation. The quick connect was taken apart and it was noted that the connector had an abnormality under the locking sleeve. It appeared to be from a agent which caused the locking sleeve to stick and unable to be twisted. An awareness training was performed with associates to bring awareness to the issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 4, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Quick lock does not work.